Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A male patient underwent evar in 2009. Everything went well until they were about to pull the release wire for the top-cap but it was stuck. There was an experienced proctor there and he had some knowledge of what to do in this type of situation. They used the alternate trigger-wire release recommendations. The proctor was able to release the trigger wire and loosen the top cap without further assistance. The rest of the procedure went well. There were no leaks detected and no problem with the patient.